Event description:
According to report #mw5087874: sitting on home health supplied shower chair in shower, soaping washcloth when chair leg collapsed, fell to floor and unable to get up. Am 12 weeks out from posterior approach right hip replacement. Wife drug me to bedroom and had to call ambulance to get off the floor. Bruised left hip. FDA safety report # (B)(4).